Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that while staying at a hotel, the patient heard an audible tone from the device, then sweated profusely for approximately one minute. Follow-up with the physician indicated that the device was checked and then everything is fine.